Event description:
Nurse reported pump set to deliver blood 28 mls over 3 hours. Entire 28 mls infused in 2 hours with dose volume showing 28.9 mls. Reported the running volume only showed 17.8 mls. Patient stable throughout and post transfusion.